Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 1050 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 12:00 pm. The customer stated they had no delivery and low reservoir alarms. The customer declined to check the settings on their insulin pump, but noticed that their cannula was bent. The customer's current blood glucose level was 138 mg/dl. The customer was sent a tubing clamp to troubleshoot at a later time. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.